Event description:
Product was returned as implant failure after 1.5 months. Based on the report, the patient had no relevant medical history, oral hygiene was described as good, and bone condition was described as moderate. Surgery was one stage on tooth #7, and a healing abutment was loaded. Doctor indicated that the implant was removed because it was loose; it did not integrate.

Manufacturer narrative:
Summary memo on evaluation: date of test: (B) (6) 2008. Type of test(s): visual examination using naked eye and microscope performed on verify sla (sand blasting with large grit and acid etching) surface treatment was completed. Re-inspect the returned product's box dimensions and depth of thread to verify if the product meets its specifications. Results: see attached test data. Visual examination was acceptable, sla surface treatment was confirmed. The product meets its dimensional specifications. Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Patient's bone condition may have contributed to the device's failure to osseointegrate.